Event description:
Healthcare provider went to deploy clip, and clip remained attached to tip. Healthcare provider unable to re-open clip and attempt again. Clip was dangling off the end but would not come off.